Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. It was also reported that insulin pump received two unexpected restart alarms and two other error alarms. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, self-test, and unexpected restart. A cold reset was performed error test. No unexpected restart. A cold reset was performed, or the flash crc is incorrect for factory stored information alarms noted. The insulin pump was received with several alarms noted in alarm history screen due to corrupted history file. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.